Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, while stapling, the stapler did not close the load. It is emphasized and ended damaging two loads. Another handle with the same lot number was opened to complete the case. There was no patient injury.